Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had compromised force sensor system alarm. Customer's blood glucose value was unknown. The drive support cap was okay. Customer was advised to discontinue use of the pump. Insulin pump will not be returned for analysis.